Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing nose was observed during routine follow-up for at least one year and resulted in frequent inappropriate auto mode switch (ams). The lead was capped and replaced on (B)(6) 2016. The patient's condition was good.